Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and embedded device ('essure device extending into the myometrium') in an adult female patient who had essure inserted for female sterilisation. In (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the endometritis and embedded device outcome was unknown. The reporter considered embedded device and endometritis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: 1. Unremarkable hysterosalpingogram evaluation of essure coils. The coils appear to be in satisfactory position with bilateral tubal occlusion at the uterine cornua. 2. Mild diffuse irregularity or lobularity of the endometrial lining, which may represent mild diffuse hyperplasia.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and embedded device ('essure device extending into the myometrium') in an adult female patient who had essure inserted for female sterilisation. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the endometritis and embedded device outcome was unknown. The reporter considered embedded device and endometritis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unremarkable hysterosalpingogram. Evaluation of essure coils. The coils appear to be in satisfactory position with bilateral tubal occlusion at the uterine cornua. Mild diffuse irregularity or lobularity of the endometrial lining, which may represent mild diffuse hyperplasia.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.